Event description:
A customer reported to beckman coulter (bec) a leak at the probe of the coulter act diff analyzer. The volume of the leak was about 1 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves at the time of the incident. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection with this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found that the vacuum line for the probe wipe rinse block was obstructed. The fse removed the obstruction and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was that the vacuum line for the probe wipe rinse block was obstructed. (B)(4).